Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address femoral loosening at the cement/implant interface. Depuy cement was used.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search found additional reports for the smartset mv 40g-eo. Review of the device history records in a previous investigation did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update rec'd 11/09/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, prior to being revised the patient developed pain. Upon revision the femoral component was found to be loose. The patellar component was revised to due to the change in the femoral component and the prosthetic compatibility. At this time the part/lot information for the cement is being updated. The complaint was updated on: 12/01/2015.